Event description:
It was reported that the insulin gauge was inaccurate. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy.